Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The nail was too short which may have contributed to the loosening of the screws and the unstable fracture site. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on 6/18/2020 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 8mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "this exchange nailing was decided due to the loosening of screw and that the initial nail was shorter and not offering much stability as a result the fracture site was too mobile."